Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant that the right atrial (ra) lead exhibited thresholds that increased to high levels and p-wave amplitude decreased. It was also reported the patient experienced a "shock" sensation. The ra lead remains in use. No further patient complications have been reported as a result of this event.